Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 370 mg/dl. The nurse stated that the insulin pump had multiple no delivery alarms from before the customer was taken to the hospital. The nurse also stated that prior to the event, the customer was experiencing nausea and vomiting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.